Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that the balloon did not cross the lesion due to angulations in the anatomy. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. An nc balloon catheter was advanced for pre-dilation and after that a 6mmx3.50mm wolverine coronary cutting balloon was used to modify the plaque further. However, it was noted that the cutting balloon did not cross the lesion due to angulations in the anatomy. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that a pinhole above the proximal markerband was noted.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination of the balloon identified no damages, the balloon contained blood. No issues identified with the hypotube shaft. No kinks or damages with the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a pinhole above the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was left to soak in the waterbath at 37 degrees. The blood inside the balloon in consistent with a leak therefore an attempt was then made to inflate the balloon to 12 atmospheres as per wolverine instruction for use (IFU) using the inflation aid, however, a pinhole was located on the proximal markerband. No other issues were identified during the product analysis.